Event description:
It was reported an issue with optilene suture. The client reported that there is the separation of the needle from the thread during the removing from package and also during the second stitch (heart valve surgery).

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There were (B)(4) units in our stock that have been received for analysis. We have tested the needle attachment strength of all samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.99 kgf in average and 0.50 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the samples tested from stock comply the european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples from stock received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.